Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a fusion surgery at c5-c6 where rhbmp-2/acs was used on (B)(6)-2009. The patient underwent a second fusion from t4-t8 where rhbmp-2/acs was used on (B)(6)-2009. The patient underwent a third fusion surgery where rhbmp-2/acs was used on (B)(6)-2010. The patient underwent another unspecified surgery on (B)(6)-2010 in the thoracic spine. It was reported that the patient sustained unspecified injuries. No further information has been provided.

Event description:
It was reported that post-operatively, the patient developed pain. Imaging studies showed the patient had developed uncontrolled bone growth and nerve impingement at the site of implant. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
In early 2009, the patient experienced pain in her neck at the levels from c3 to c6. Following the surgery dated in (B)(6) 2009, the patient's pain did not resolve and she developed a severe stabbing chest pain. In (B)(6) of 2010, the patient underwent c1-c2 fusion surgery, where four screws and two rods were implanted into her cervical region. The patient's pain did not resolve after the third surgery in (B)(6) 2010 the patient underwent spine surgery, where rhbmp-2/acs was implanted. In the time since her surgeries, the patient's pain had not resolved and had only worsened. The patient experienced numbness at the top of her breasts and in her armpits, chest pain and neck pain. Because of her conditions, the patient had been declared totally disabled.